Event description:
The lay user/patient contacted lifescan alleging the meter having an unknown issue. The issue was not resolved, as the patient did not have time to identify the issue and to go through troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.